Manufacturer narrative:
Additional information was received on november 1, 2020. This device, previously reported as ruptured, was found to be intact upon explantation. Is product problem- uncheck. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 375cc mentor memorygel breast implants experienced bilateral capsular contracture and bilateral rupture post procedure. The left sided capsular contracture was baker grade iii. The right sided capsular contracture was baker grade IV. These issues were accompanied by pain. As a result, explant, capsulectomy, and replacement with mentor moderate plus silicone gel implants was performed on (B)(6) 2020. See 1645337-2020-12770 for contralateral prosthesis report.